Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Electronic quality management system (eqms) search: a query was run in the eqms on 24-dec-2025 against "lot number 6001817 and similar malfunction code(s): occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded), occlusion in the tubing and/or tubing connectors reduced flow, occlusion in the tubing and/or tubing connectors blockage. The review confirmed that lot 6001817 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search: a query was run in the eqms on 24-dec-2025 against "lot number" criteria equal 6013216 and similar malfunction codes occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded), occlusion in the tubing and/or tubing connectors reduced flow, occlusion in the tubing and/or tubing connectors blockage. The count of complaint is 1. The complaint number is (B)(4). Device history record (DHR) review: the lot 6001817 was manufactured according to the work instruction (wi) version 45 manufactured in the line/machine multivac 08, on 18/jun/2023 with a total of (B)(4) units. Assembly: the lot 3f02450 was manufactured according to the wi version 26 manufactured in the machine sc1, on 20/jun/2023 with a total of (B)(4) units the lot 3f02448 was manufactured according to wi version 26 manufactured in the machine sc1, on 19/jun/2023 with a total of (B)(4) units the lot 3f02443 was manufactured according to wi version 26 manufactured in the machine sc1, on 16/jun/2023 with a total of (B)(4) units the lot 3f02444 was manufactured according to the wi version 26 manufactured in the machine sc1, on 17/jun/2023 with a total of (B)(4) units. Bun assemblyl: the lot 3f02059 was manufactured according to the wi version 36 manufactured in the machine us06, on 22/sep/2024 with a total of (B)(4) units. The lot 3f02671 was manufactured according to the wi version 36 manufactured in the machine us05, on 22/sep/2024 with a total of (B)(4) units. The lot 3f02685 was manufactured according to the wi version 36 manufactured in the machine us06, on 22/sep/2024 with a total of (B)(4) units. The lot 3f02682 was manufactured according to the wi version 36 manufactured in the machine us05, on 22/sep/2024 with a total of (B)(4) units. The lot 3f02684 was manufactured according to the wi version 36 manufactured in the machine us06, on 22/sep/2024 with a total of (B)(4) units. The lot 3f02152 was manufactured according to the wi version 38 manufactured in the machine p 8, on 13/jun/2023 with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 601817 and related malfunction codes for occlusion in the tubing and/or tubing connectors). One complaint was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending. For more details see the information under the child inv record (B)(4).

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: puerto rico.

Event description:
Reference number: (B)(4). Event occurred in puerto rico. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. No further information available.